Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to buckled electrode array. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the correct device manufacture date (h4) is february 13, 2025; not december 13, 2025, as previously reported.